Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported that her daughter's blood glucose and insulin history is as follows: (B)(6). Upon deactivation it was noticed that the cannula was bent. Hyperglycemia treated by mother activating new pod and a manual injection of insulin (exact amount was not provided). The pod was worn between 24 and 36 hours on the abdomen.